Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that a revision to reposition the lead to the left side was cancelled. The patient continued to wear overnight pads throughout the day and night. The therapy support specialist reprogrammed the device. Vaginal stimulation was felt and faded. The patient was not experiencing urgency. The patient also was experiencing some urinary incontinence. The patient was prescribed antibiotics to assist. There were no additional patient complications.